Event description:
It was reported that the fluid warming device was leaking. Issue was found when putting the temperature check on. No patient injury or adverse affects were reported.

Manufacturer narrative:
Other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the device in good condition. Functional testing found after hours of testing and running the device the claimed leaking could not be confirmed. Device passed all functional testing, unable to replicate the reported issue. No problem found. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.d5 and e4 are unknown, no information provided to date.